Manufacturer narrative:
One tacticath¿ contact force ablation catheter, se was returned for investigation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2182269-2019-00057. During a supraventricular tachycardia ablation procedure, a cardiac tamponade occurred. During the procedure, following ablation of the posterolateral la, the patient became hypotensive and a pericardiocentesis was performed. Transoesophageal echo confirmed the effusion and surgical intervention was performed and included placing patches around the proximal coronary sinus os to stabilize the patient. The patient was stabilized. There were no performance issues with any abbott devices.